Manufacturer narrative:
(B)(4). Customer returned incorrect meter - unable to test. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 180-220mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 6/19/2017 and open vial date is about one week. The meter memory was reviewed for previous test result history: (B)(6). Customer states that the meter is reading 50mg/dl off (low) when check with the doctors office meter. Customer went to the doctor for his normal routine checkup. Customer states that his a1c result was 9.0. Customer tests 3 times a day.